Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon resection, upon using the stapler to transect the patient's colon, the device would not close down to fire. Te anvil side and the stapler load side were easily interlocked but would not close down completely or click in place so the device could fire the load across the colon. The surgeon opened another stapler from the sterile field and had no problem completing the procedure with replacement.